Event description:
It reported that the patient presented in-patient device check. An interrogation revealed pacing inhibited caused by over-sensed noise exhibited by the right ventricular (rv) lead. The patient had previously received inappropriate shock due to noise, and the lead failed to capture at maximum output. Programming interventions were made. The patient was stable.